Event description:
A malfunction was reported on the customer's pump, which persisted even after a reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to using multiple daily injections as a backup therapy. A replacement pump with updated software was sent to the customer, and they were provided training through their tandem source account. The customer was instructed on how to handle the return of the problematic pump to tandem.